Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, difficulties to open the device. Just after a trouble-free firing, the jaws were stuck in closed position. The head of the device was slightly titled and the stapler was stuck on the tissues. The stapler was finally reopened after placing the head of the stapler in neutral position. There were no adverse consequences for the patient.